Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "implant rupture", "capsular contracture baker grade unknown", "swelling", "lymph nodes with normal appearance". Later healthcare professional reported "implant is ruptured" and "capsular contracture baker grade iii". Patient was prescribed montelukast. This record is for the right side. Device remains implanted.